Event description:
It was reported that syringe 10ml ll had plunger issues. The following information was provided by the initial reporter: poor plunger.

Manufacturer narrative:
H.6. Investigation: one photo and one sample without packaging were received by our quality team for evaluation. From the photo and sample, stopper poor assembly was observed. A device history record could not be evaluated as the lot number is unknown. The probable root cause could be that the stopper was not properly seated on the lower tooling resulting in this non-conformance. There is a vision system at the assembly machine which can detect and auto-reject this type of nonconformance. The sample was challenged at the assembly vision system and was able to be rejected at the 180-degree point of view. Therefore, this nonconformance could have been an escapee which resulted in it flowing to the next process. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml ll had plunger issues. The following information was provided by the initial reporter: poor plunger.